Event description:
Left total hip arthroplasty 1990. Last 3 yrs, pt has seen increased shortening of the left leg, increasing external rotation deformity, and daily pain. Exam findings: no internal or external rotation noted. Two cm short on the left side. Stem grossly loose with very significant osteolysis of proximal femur. Large cement plug distally is loose. Stem subsided down to the level of the trochanter and retroverted.